Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). G5 510k is unknown. No information has been provided to date. D4 (UDI) is unknown. No product information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. One sample returned in used condition and without its original packaging. Visual inspection performed at a distance of 12 inches under normal conditions of illumination and it was observed there was one green particle in the corrugated tube. During functional testing using the leak test, the leak was detected. The root cause was unable to be determined. As a preventive action a notification of the reported failure mode to the production personnel was conducted.

Event description:
It was reported that during distribution of the product, the customer noticed a green foreign substance was adhered to the anesthesia circuit. No patient injury was reported.